Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead warning triggered for the right ventricular (rv) lead. There was a rise in rv thresholds and low r-waves exhibited. A fluoroscopy revealed that the lead slack was gone, and it had dislodged and pulled back so that the tip was located near the valve. The lead was then removed and tested to confirm proper helix function, and then repositioned successfully. The rv lead remains in use. No patient complications have been reported as a result of this event.